Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had been encountered. While introducing the 12 x 3.5 promus premier select stent through the guide catheter, the physician had felt some resistance. After withdrawing the stent, the physician noticed that the stent struts were sticking out. The procedure was completed and there was no patient issues associated with the event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had been encountered. While introducing the 12 x 3.5 promus premier select stent through the guide catheter the physician had felt some resistance. After withdrawing the stent, the physician noticed that the stent struts were sticking out. The procedure was completed and there was no patient issues associated with the event. It was further reported that the lesion was 80% stenosed, mildly calcified, and mildly tortuous. The device was returned and analysis was completed. The promus premier select 12 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The most proximal stent strut row was damaged wit struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.